Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tube underfilled. There was no report of patient impact. The following information was provided by the initial reporter: customer just received 1 x 363083 - tube cit plh 13x75 2.7 plbl l/bl .109 and tested the filling of 1 tube. The tube overfilled. Nut jovana liahut : 2022-12-21 21:29:37 (gmt). Is a sample of the affected lot# available to be return for quality investigation? Yes is this product shipped to your from a distributor or directly from bd? (Please specify) mckesson. When was the issue first detected? On (B)(6) 2022. When the product was first received, was there any deterioration on the packaging? (On the outside of the box or on the foils?) No. Are there lots that performed satisfactory in the past without this issue? Yes, but other lots had also filling issues. What are the products storage conditions? In storage room at room temperature. Are the tubes sealed during storage? Yes. Who collected the sample (phlebotomist, nurse, etc.)? Both. Has the issue presented on more than one staff member? Only one tube tested. Has the issue presented on more than one tube? No, the lot was rejected after one tube showed the overfill. Quantity of product received? (From the same lot#) 1 paq. Quantity of product affected? (Please specify the number of tubes) 1 tube. Is the lot# affected still in use or was it rejected. Rejected. How many samples per day are processed? Not sure. Was there blood exposure? No. If yes, where did the exposure occur to? (Was it the eye, mouth, open cut, etc) n/a. Was medical intervention required or necessary? No. Any other patient impact? N/a. Did blood needed to be recollected? No. It was detected on a test for tube filling. Were any erroneous results reported to healthcare provider? No. If so - were any patients treated based on the erroneous results? N/a. Are you seeking credit for the affected product or just wanting the case documented and investigated at this time? (For credit please provide the po# between distributor and bd). Credit. Nut jovana liahut : 2022-12-21 21:16:58 (gmt). Customer problem: customer reported the lot#: 2228633 overfilling over the maximum volume line. Customer just received 1 x 363083 - tube cit plh 13x75 2.7 plbl l/bl .109 and tested the filling of 1 tube. The tube overfilled. The customer is rejecting this lot and is requesting credit. Steps taken with customer/troubleshooting: return samples were requested and a information about the blood draw workflow was requested. Did the specimen(s) need to be recollected? No, customer tested the tube on their staff as a test. No other tube was tested from the lot. Did exposure to blood/ bf occur? No. If exposure occurred was there any post exposure testing or medical intervention? No. Next steps (if necessary): return sample was requested. Resolution achieved (y/n)? : no. Quantity received and quantity affected: 1 x 363083 - tube cit plh 13x75 2.7 plbl l/bl .109 overfill.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tube underfilled. There was no report of patient impact. The following information was provided by the initial reporter: customer just received 1 x 363083 - tube cit plh 13x75 2.7 plbl l/bl .109 and tested the filling of 1 tube. The tube overfilled.

Manufacturer narrative:
H.6. Investigation summary: bd received 2 photos from the customer in support of this complaint. The photos were evaluated and do not show overfill. The blood meniscus is visible under the bottom edge of the closure. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Additionally, 10 retention tubes from the bd inventory were functionally tested and the issue of overfill was not observed as all tubes were within specification limits. Bd was unable to confirm or duplicate the customer¿s indicated failure mode with the photos provided and the retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.